Manufacturer narrative:
(B)(4).

Event description:
During follow up visit, fluoroscopy revealed the patient¿s right ventricular lead was dislodged. The lead was explanted and replaced. . The patient is in good condition with no adverse patient consequences were reported.

Manufacturer narrative:
A complete lead was returned with the helix fully retracted and clogged with blood. X-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of reposition/explant. The helix was clogged with blood. After cleaning, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with those occurring at the time of implant/explant.